Event description:
I had saline breast implants for ten years. I started having left breast pain, and it was determined that the implant had attached to my rib wall. It was recommended to constantly wear compression and take (B)(6). I started having numerous autoimmune issues, such as reynauds, hashimotos, gut issues, heart palpitations, brain fog, fatigue, dry skin, aging skin I explanted on (B)(6) 2021, and have not have one episode of reynauds or heart palpitations since. FDA safety report ID # (B)(4).